Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Beginning (B)(6) 2016, ventricular sensing integrity counts up to 84. Beginning (B)(6) 2016, there were ventricular tachycardia non-sustained episodes with evidence of lead noise oversensing. A right ventricular lead integrity warning occurred on (B)(6) 2015 for sensing integrity counter greater than 30 in 3 days and 2 or more non-sustained tachycardia high rate episodes. On (B)(6) 2015, right ventricular pacing impedance rose to 703 ohms and then to 1729 ohms on (B)(6) 2015 up from a trend in the 399-494 ohm range. Right ventricular pacing impedance varies between 1729 and 456 ohms.

Event description:
It was reported that the patient received inappropriate therapies. The right ventricular lead exhibited oversensing of noise, thousands of short ventricle to ventricle counts, unstable and high impedance and a suspected fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.